Event description:
Lap chole - "surgeon complained of handle being hard to pull back and jerky, clip applier had two misfires and another clip fell out of the jaws. One clip did not fully close; it formed a loop at the top of the clip and a "y" shape at the bottom. It was difficult to load the clip without it starting to close when surgeon was not prepared."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.